Manufacturer narrative:
Concomitant medical product: 5076-58. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced sepsis due to infection. It was noted that a pacing lead may have been the cause of the infection. The complete implantable pulse generator (ipg) system, including a previously capped lead were laser extracted. It is unknown why the previous lead was capped, however a metal allergy was suspected. No further patient complications have been reported as a result of this event.